Event description:
Customer reports system will not boot. No injuries occurred.

Manufacturer narrative:
The service rep found system board inside table not functioning properly. The system board created intermittent error codes on table thus causing software corruption. Ordered and replaced processor board then correct software decency caused by cpu board. Once table software was replaced found generator software had potential been corrupted due to repetitive unsuccessful table boots. Ordered and replace generator software. System generator and table are now booting as intended, system working as intended.